Manufacturer narrative:
Central nurse's station(s), model: ni, sn: ni. Telemetry transmitter(s), model: ni, sn: ni.

Event description:
The biomedical engineer (bsm) reported that there are three departments that have the communication loss error, and the sectors are not showing vitals. While troubleshooting with the customer, they noticed that the ups in the multiple patient receiver (org) closet was down. They replaced it and the issue was resolved. The org receiver sends telemetry transmitter data to the central nurse's station (cns) so that they can monitor the telemetry transmitter patients. No patient harm was reported.